Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A patient having uncomfortable stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.